Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection. An explant procedure was planned but had not yet taken place. No additional information was available. There were no additional adverse effects reported.